Manufacturer narrative:
Additional device for this event: serial # (B)(4), catalog # 1125, exp. Date: 11/30/2014. No. Other- device remains implanted. Additional information received indicated that the patient was discharged home. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The pump and outflow graft were not returned for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. The reported events were not confirmed through log file analysis as log files covering the event date were not available. Of note, it was reported that an obstruction of the outflow graft was confirmed by a computed tomography (CT) scan and angiogram. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the information provided by the site, the most likely root cause of the reported "reduced flow" event can be attributed to constriction in the outflow graft. The device remains implanted in the patient and is thus not available for return to the manufacturer. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications, and the patient's complex p ost-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Brand name: heartware ventricular assist system - outflow graft. Medical device: serial # (B)(4) - outflow graft; model/lot# 1125; expiry date: 2014-10-31. UDI #: (B)(4). Device available for evaluation: no. Labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The manufacturer will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional device for this event: serial # - unknown- outflow graft, device available for evaluation?: no, not returned to manufacturer, labeled for single use?: yes, (B)(4). Note: this event is related to MFR # 3007042319-2017-02292. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that the patient presented to the hospital on (B)(6) 2017 with dark urine. The medical team suspected pump thrombosis. This suspected diagnosis of pump thrombosis was confirmed by an increase in power consumption of 0.5 watts and the presence of a third harmonic noted during acoustic analysis. Lysis therapy was subsequently performed. On (B)(6) 2017, acoustic control measurements found that particles were again adhering to the rotor. Lysis therapy was again performed. Following stable and successful completion of lysis therapy, it became apparent that the pump flow was significantly reduced in terms of the absolute value and pulsatility. An obstruction of the outflow graft was suspected and this was confirmed by a computed tomography (CT) scan and angiogram. The lumen of the graft was widened using stents. No further information has been provided.